Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 3.4, retest inratio: 1.7. Pt's target therapeutic range is 2.5-3.0. Five minutes between results.

Manufacturer narrative:
Investigation pending.